Manufacturer narrative:
The device investigation has been completed which included performing a device history record evaluation (DHR). The DHR was performed for the finished device number 18212305, and no internal actions related to the complaint were found during the review. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Correction to the initial report: the correct full UDI of (B)(4) has been submitted on the initial report. Therefore, no additional report regarding the UDI will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure which included a preface guiding sheath and during the procedure, the guiding sheath (preface) was inserted into the patient. When it was checked by fluoroscopy, the doctor noticed that there was damage to the tip. It was removed to be checked and it was evident that the liner had a crack in the tip which diffuses the damage. They decided to change for a new sheath and the procedure was successfully completed. There was no patient consequence. Additional information was received, and it was noted that it looked like the tip was damaged. Non internal sheath mechanism exposed. The tip was not rough. A perforated lining was observed at the level of the dilator.